Manufacturer narrative:
(B)(4). Report source: foreign mexico. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted other text : device location is unknown.

Event description:
It was reported that the sterile packaging was damaged. Another implant could not be placed because there was no identical size. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos identified damage to the sterile packaging (pouch). Customer feedback confirmed no damage to the blister was observed. Sterility has not been compromised. The reported event has been confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available at the time of this report.